Event description:
Attorney reported: in 1999 - a composix mesh patch was used to repair the pt's hernia defect. In 2007- the pt was hospitalized due to complications associated with prior mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.